Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified coronary procedure following a st segment elevation myocardial infarction. Reportedly, when the plunger was pulled, no suture was present. Hemostasis was achieved using a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was returned out of the device. The pre-formed knot was unraveled and the posterior needle tip and rail end were inside the guide tube. Both cuffs were still loaded in the foot pockets and still attached to the link. It appeared that the lever was deployed. There was no indication that deployment of the plunger occurred because the needle tip and rail end were found inside the guide tube which is consistent when the plunger was pulled out first instead of deploying it to capture the cuffs. Based on the analysis of the returned device, the reported complaint could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.